Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic bronchoscopy, the screen blacked-out while using the high-definition liquid crystal display (lcd) monitor with the evis lucera elite video system center. The intended procedure was completed with a similar monitor and the same the evis lucera elite video system center with no surgical delay. The patient was not under general anesthesia. No patient harm reported.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The printed-circuit board was faulty. The screen blacked-out for a while after start-up and the panel could not be controlled. The subject device will be sent back to olympus for further evaluation and repair.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.